Manufacturer narrative:
A thorough investigation was performed to identify the cause of the reported issue, including a technical evaluation of the transducer. The transducer was replaced to resolve the customer's immediate concerns. The damage to the transducer was confirmed. The engineering team determined the most likely cause is application of force to the shaft portion of the transducer while securing the handle portion of the transducer.

Event description:
A customer reported their 3dv9-3v intracavity transducer was cracked at the handle base exposing sharp edges. The 3dv9-3v transducer was associated with the epiq elite ultrasound system at the customer¿s site. The issue was discovered outside of use. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.